Event description:
It was reported that during an initial pulsed field ablation procedure for paroxysmal atrial fibrillation with the intention of performing pulmonary vein isolation, the patient experienced a cardiovascular implantable electronic device (cied) interaction as well as ventricular fibrillation. The patient presented in sinus rhythm and ablation was started on the posterior side of the left wide area circumferential ablation, during which qrs elongation was noted when not delivering ablation. A short run of atrial tachycardia was documented mid-procedure after a lesion on the posterior side based on review of available images. Ventricular fibrillation occurred following pulsed field energy delivery on the 13th lesion at the left anterior carina of the left veins. The patient was being paced by another manufacturer's implanted cardiac resynchronization therapy defibrillator during pulsed field delivery, and the cardiac resynchronization therapy defibrillator reportedly ¿mode switched¿ after each pulsed field lesion with biventricular pacing. It was noted that the patient's cied was reprogrammed or turned off prior to starting ablation, and that no ablation being delivered near any intracardiac devices, catheters, or leads at time of ventricular fibrillation. Cardioversion with a first shock at 200 j was unsuccessful, and a second shock at 360 j was successful. The procedure was aborted, and the patient was reported alive with no injury and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere catheter with lot number 0013103102 was returned an analyzed. No anomalies were identified during external visual inspection of the catheter. The returned catheter passed the mapping and ablation test with the mapping system, no errors were triggered. No performance issues were identified with the returned catheter. The returned catheter passed the shorts test. No errors were triggered. The returned catheter passed the mapping test. No errors were triggered. In conclusion, the reported issue could not be confirmed through analysis. The sphere catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient experienced ventricular fibrillation during delivery of pulsed field ablation on the ridge. The patient required two external defibrillation shocks.